Event description:
It is reported that the patient received an acetabular cup. Neither the date of implantation nor whether the patient is monitored or a revision was performed is currently known.

Manufacturer narrative:
Additional information received on (B)(6) 2012. Since this case is related to the issues for which zimmer implemented a correction in (B)(6) 2008 there will be no further investigation for this case. Zimmer (B)(4) will close this case once again. Zimmer reference number (B)(4).

Event description:
It has now been reported that the patient received a durom acetabular component on (B)(6) 2007, left side and underwent revision surgery on (B)(6) 2012, due to pain, osteolysis, metallosis and loosening of the cup.

Manufacturer narrative:
Additional information was received on 06/25/2015. The devices were returned and the result of the visual examination has been made available. Minor light third body material present on the articulating surface and rim of the durom acetabular component. Minor light wear and scratches present on the porous coating of the durom acetabular component. Moderate wear and scratching on unidentified zimmer modular neck. Light third body material present on the articulating surface of the metasul ldh large diameter head. Significant scratching present on the outer face of the metasul ldh large diameter head. Moderate dark third body material present on the inner faces and taper cavity floor of the metasul ldh large diameter head. The result of the examination did not change the results of the previous assessment in which zimmer implemented a notification in july 2008. The distribution of this product was ceased in the meanwhile. Therefore, zimmer (B)(4)considers this case as closed. Zimmer's reference number of this file is (B)(4).

Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. While a cause for this specific clinical event cannot be ascertained from the information provided, the common clinical presentation and the date of the original implantation suggest that this case is related to the issues for which zimmer implemented a correction in july 2008. Should additional information become available and/or the device(s) be returned for evaluation and an investigation result be available, that changes this assessment, an amended medical device report will be filed. The need for further corrective measures is not indicated at this time and zimmer (B)(4) considers this case as closed. (B)(4).